Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response. The rhythm converted, but t-wave oversensing (twos) occurred, resulting in double counting leading to detection and more inappropriate therapy. The implantable cardioverter defibrillator (ICD) and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).